Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the lead was explanted. The cause of the issue was noted to be that when the lead was passed through the connection with the adapter from the operative field of the burr hole, a space was created in the tissue with a device "kocher's forceps" instead of a passer and after inserting the lead there, it seemed the lead was pulled from the adapter connection side. This is when the event occurred.

Manufacturer narrative:
H3: the returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #2 and #3 connectors were pulled out/off at the proximal end of the lead. H6: conclusion code 11, result code 3233 and method code 4118 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: method code 4117, result code 3221 and conclusion code 67 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead was implanted and capped on (B)(6). On (B)(6), when the ins was to be implanted, the lead site was opened and it was determined that a conducting wire was exposed at the time of removing the lead cap. It was stated that when removing the lead cap it might have been caught on something, but the cause of the issue was not known. The ins implant procedure was discontinued, and the lead will be explanted and replaced sometime in march. The lead currently remains implanted. There was no patient impact reported. The patient was implanted for the treatment of parkinson's.